Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 26th january 2015. Unable to confirm the reported fault.the device was returned with the reported fault of ¿green status indicator constantly lit¿. The green status indicator was observed to be flashing as normal throughout the investigation and no measurable fault was identified on the device that would indicate an issue with the status led functionality. The returned device performed to specification throughout testing at heartsine. The operation of the green status led was verified multiple times throughout stress testing and all measurements were retaken, with no fault identified. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine sam 500p.

Event description:
Green status indicator is lit continuously and not flashing.there was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Green status indicator is lit continuously and not flashing. There was no patient involved in this event.